Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: the cart would not power on and the power module had shorted out as the fuse drawer was burned/blistered. The power inlet module and wire harness kit were replaced to resolve the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to the time the high flow valve is left open is too short during the pump start up sequence. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the device does not turn on. The event occurred outside of surgery and there was no patient involvement. Evaluation of this device later found that the fuse drawer was burned/blistered. No adverse events were reported as a result of this malfunction.